Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump experienced a prime/rewind anomaly. The caller stated that the insulin pump was stuck on the hold act to hill tubing step. The caller stated that the customer had tried rewinding twice. He stated that they were unable to exit the preparing to prime loop. The customer's blood glucose was 145 mg/dl. The customer was advised to disconnect from the insulin pump and to hold down the act button until they received the second series of beeps and/or numbers appeared on the display. The customer stated that they did not receive a second series of beeps nor did numbers appear on the screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.